Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Distributor reported "capsular contracture, possible rupture" healthcare professional later reported "right side: seroma" and capsular contracture baker grade IV and no rupture. This is for the right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side "possible rupture", capsular contracture, baker grade IV, and seroma. Device has been explanted.

Event description:
Distributor reported on behalf of healthcare professional, "capsular contracture, possible rupture", baker grade IV for capsular contracture. Healthcare professional later reported ""right side: seroma". This is for the right side device. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late.

Event description:
Distributor reported "capsular contracture, possible rupture" healthcare professional later reported "right side: seroma" and capsular contracture baker grade IV and no rupture. This is for the right side device. The device has been explanted.